Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to a lead integrity alert (lia) on the right ventricular (rv) lead for high defibrillator impedance out of range. The lead was found to have a gradual increasing and varying defibrillator impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.